Manufacturer narrative:
Additional manufacturer narrative: the treatment data files related to the reported incident have been reviewed by the manufacturer. A review of the treatment data files revealed multiple incorrect handling of the scales when changing bags. The reported air in the blood alarm can not be confirmed. Further review confirm that the machine notified staff about empty and/or full bags. However, the investigation have not been able to confirm if the scales were within calibration limits at the time of the report event. There was a 230 ml blood loss reported as a result of the incident. No other clinical consequence or medical intervention was reported.

Event description:
On the date of event, 1hr 50 in the morning, the nurse got an air in blood alarm. She notice that the replacement bag and the pbp bag were both sucked dry. She said that both frangible pins were well broken. Since no techs were available that night and machine was needed for treatment, the nurse decided to set up a new set and resume treatment with the same prismaflex. She kept an eye on the bags, even changing them before they would alarm 'bag empty'. She noticed that the effluent bag seemed overfilled when it alarmed effluent bag full, and sometimes, it looked ok. They measured the amount of fluid in the effluent bag and the total of fluid was 5,250 ml gambro told them that this was within specs. They measured the effluent volume again on jan 11th when the bag seemed overfilled again and it added up to 5,350 ml.